Manufacturer narrative:
Device evaluation: g4, g7, h2, h3, h6 and h10. H10: the suspected device was tested found out that touchscreen has liquid residue in it. Also with broken outlet cover assembly lever damage that can't fully closed. As a resolution, updated the software, repalced assembly p/n 22523, touchscreen vela repalced p/n 16538, repalced blender module ii p/n 16427. Also replaced outlet cover, vela. Testing done l2859-101 and the unit meets specification for service.

Manufacturer narrative:
(B)(4). Equipment was received in house for evaluation. No root cause has been determined yet since investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the vela ventilator has broken touch screen with liquid incursion. There was a patient involvement but no harm reported in this event.